Manufacturer narrative:
Complaint number: (B)(4). The device was received and sent to atricure engineering for analysis. The complaint was confirmed, the magnet cap had failed allowing the magnet to be pulled from the distal end of the fusion end effector. Magnet was returned stuck to the swivel positioner.

Event description:
It was reported during a procedure the magnetic tip came outside of its normal location. The doctor was using the dedicated instrument to move the fusion. The magnetic tip on the top of the fusion had remained attached to the magnetic stylet coming out from the device and did not fall into the patient. The patient was off pump and their outcome was not affected.